Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that reload was fully fired and the interlock was engaged. The jaw of the reload was open. Functionally, the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the articulation at the time of jaws opening/closing returned to straight and articulation moved. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of reload thick tissue. Visual inspection noted that some staple pushers were pushed back to the cartridge and the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the video assisted thoracoscopy with left segmentectomy, while on pulmonary parenchymal resection, the articulation at the time of jaws opening/closing returned to straight and articulation moved. The articulation only moved, when only the open/close button was used to prevent pushing the lever. The physician pointed out that articulation might return if a load is applied to the connection region between the gear and the cartridge and shaft. Treatment intervention was not performed. The same power handle, short adapter and reload were used carefully, then the procedure was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6), sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.